Event description:
It was reported that the patient presented to the clinic with an "elective replacement indicator (eri)" message. The clinician cleared the eri message. The battery/lead measurement page showed that the battery voltage was not taken; however, the impedance value was 1281 ohms indicating a partial electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 43007, competitor implantable pacing lead, implanted: (B)(6) 1995. (B)(4).